Manufacturer narrative:
Philips has investigated this complaint. The system not in clinical use when the issue happen. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not expose xray. The fse found that the cause of the reported problem was power outage and fuses were out. The fse replaced the fuses, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the fuses in the m cabinet.